Event description:
It was reported by service report that the weld at the foot right side rail latch is broken. There are sharp exposed edges and it cannot be latched up. No patient involvement or adverse consequences are reported.